Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. The attachment came in with the bur still remained in the attachment chuck. The bur end beating and cap were missing as received. The cap end beating was still attached onto the set assembly and looked good. Debris was observed within the head cavity and o-rings area. It is possible that the gear wear could have increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed. Attachment was sent to (B)(4) for further evaluation. Results from (B)(4) stated: the components are either damaged or worn or not available, therefore is not possible to determine the cause.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the cap unscrewed from a midwest e handpiece while in use. The reported complaint did not result in an injury or need for intervention.